Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Initial reporter phone: (B)(6).

Event description:
It was reported that the patient underwent knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 due to fibrous tissue. The bearing was revised with another one of the same bearing.